Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 22, 2019 that a lighttrail 270um single use laser fiber was used during a ureteroscopy and stone fragmentation procedure performed on (B)(6) 2019. According to the complainant, midway through the procedure, the laser fiber broke after three minutes and twenty seven seconds of use. Reportedly, the surgeon sustained a minor thermal burn to his left arm through his operating gown. There were no fiber fragments that fell inside the patient. The procedure was completed with another laser fiber. There were no patient complications reported as a result of this event. The burn to the physician was minor and the treatment for the burn was to run the affected area under cold water.